Event description:
It was reported that the cylinders this inflatable penile prosthesis (ipp) exhibited inflation issues. A revision surgery was performed to explant and replace the device. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the cylinders this inflatable penile prosthesis (ipp) exhibited inflation issues. A revision surgery was performed to explant and replace the device. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cylinders were visually and microscopically inspected. Cylinder one had a hole with a leak at the fabric bonding joint at the proximal end of the cylinder from fatigue. Cylinder two had a hole at the fabric bonding joint at the proximal end of the cylinder from fatigue; the cylinder passed the leakage testing. The pump was visually, microscopically, and functionally tested. The pump passed visual inspection with no damages noted. The pump passed the leakage testing. The pump did not pass activation testing. The rear tip extenders (rte) were returned and passed visual inspection. The reservoir was visually and microscopically inspected. The reservoir had wear at a fold in the shell and the kink resistant tubing (krt) was worn to the filament. The reservoir passed the leakage testing.